Manufacturer narrative:
A ge service representative performed an on site investigation. A filament calibration was completed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed a filament regulator error code. No report of patient or staff injury.